Manufacturer narrative:
User facility has not been identified. A f/u report will be submitted if further info becomes available.

Event description:
An email was received by stryker medical from a customer reporting that they learned that another hospital that uses the bassinet was experiencing problems with the c hook breaking off. It is unk if there was pt involvement or if there are adverse consequences to report.